Manufacturer narrative:
A ge service rep performed an on site investigation. The rtos was replaced during the service call. The system was tested and found to be working as intended.

Event description:
The customer reported the system would not boot up. There is no report of patient injury or death.